Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4)b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found the recharge antenna failed due to a "no device found" error message. The recharge antenna failed due to the antenna temp test, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the medtronic rep recommended patient to call medtronic to replace the recharger. Caller stated that they have been having issues with charging their implant for about a month and that the paddle doesn't make a connection to the implant. Caller added that it has been taking a lot longer to charge the implant than it used to. Caller stated they see an error code stating to call medtronic all the time but does not remember the error message. Caller stated that they have to reset the controller to get it to work. Caller mentioned they often get to the screen with "trying to recharge" and once they can get to 100 they can get connected but then the error message comes up. Caller stated it takes about 10 attempts before they can get it to start charging and sometimes it doesn't seem to want to connect at all. Caller stated if they go to lay down on their side with the paddle pressed up against them, the implant will stop charging for no reason and that's when they tend to get the error code. Caller added that the end of the cord where it connects to the paddle has been occasionally getting warm, and rep said there might be a broken wire. Caller was connected and charging at the time of the call and would not do further troubleshooting steps. Caller stated the recharger cord has a break in the coating where the cord connects to the paddle. Agent attempted to pull up last error message through the controller about menu but saw last message as "looking for device (15)." Agent reviewed replacement is not indicated if everything is working properly at the time of the call, but patient was insistent that something was wrong with the cord as it was much more finicky than it ever was. The issue was not resolved. An email was sent to the repair department to replace the recharger.